Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to laparoscopic sacrocolpopexy, an inflammation in the bone occurred. No other information is received.